Manufacturer narrative:
Added information to h6. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 21mm 3300tfx aortic valve implanted seven (7) years, seven (7) months, is being evaluated for valve-in-valve procedure due to unknown reasons.

Manufacturer narrative:
Added information to b2, b5, h6.

Event description:
It was reported and learned through investigation that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years and 2 months due to unknown reasons. Tavr was successfully performed with a 20mm 9755rsl transcatheter valve. Post-procedure, the patient was transferred to the ICU in stable condition.